Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) system delivered inappropriate shock therapy due to over-sensed myopotential noise. The system was tested in different sensing vectors, but the over-sensing persisted. It was hypothesized the s-ICD electrode had fractured. Because the device was also included in the premature battery depletion field safety notice, the physician elected to surgically explant and replace the entire s-ICD system to resolve the event. The patient was stable with no additional adverse effects. The products were subsequently received for analysis and are pending the investigation conclusion. Once analysis is complete, this record will be updated with results.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the electrode showed a crack in the notch area next to sense b electrode which extended into insulation. However, electrical continuity testing and diagnostic imaging confirmed that the electrode conductors were functioning appropriately with no evidence of conductor fracture. The conclusion code assigned to this event is "cause traced to device design" due to the crack in sense b notch that progressed into the lead insulation. This type of damage has been deemed a design issue. Electrical testing and imaging, however, were unable to determine the root cause of the clinical observations as there was no evidence of electrode fracture.

Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) system delivered inappropriate shock therapy due to over-sensed myopotential noise. The system was tested in different sensing vectors, but the over-sensing persisted. It was hypothesized the s-ICD electrode had fractured. Because the device was also included in the premature battery depletion field safety notice, the physician elected to surgically explant and replace the entire s-ICD system to resolve the event. The patient was stable with no additional adverse effects. Both products were received for analysis.